Manufacturer narrative:
Additional information was received that the initial MDR aware date in PMA/510k is (B)(6)2019. The patient underwent the lead extension explant procedure due to skin erosion and exposure. The device was disposed of by the medical facility.

Event description:
A report was received that the vercise dbs registry a4010 clinical study patient was admitted and underwent a right lead extension explant procedure. No further information has been obtained.

Manufacturer narrative:
Additional information was received that the initial MDR aware date in field g3 is april 05, 2019. The patient underwent the lead extension explant procedure due to skin erosion and exposure. The device was disposed of by the medical facility.

Event description:
A report was received that the vercise dbs registry a4010 clinical study patient was admitted and underwent a right lead extension explant procedure. No further information has been obtained.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the vercise dbs registry a4010 clinical study patient was admitted and underwent a right lead extension explant procedure. No further information has been obtained.